Event description:
Customer reported that the paramedics were called and he was hospitalized twice due to low blood glucose. Customer stated that the first time was on (B)(6) 2013 the blood glucose reading was 37 mg/dl. The second time was on (B)(6) 2013 the blood glucose was 50 mg/dl when paramedics arrived. Customer stated that his insulin pump drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Drive support disk was inspected and no anomaly was noted. Unit had scratched display window.